Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed backup operation due to off label use during a magnetic resonance imaging procedure on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was in stable condition.